Event description:
Sorin group italia received a report that, a small plastic particle was seen floating within the heath exchanger csc14. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided h11. Sorin group italia manufactures the cs14 heat exchanger; the event occurred in united states. The device was returned to the manufacturer: it was found with the blood inlet and purge ports unsealed and no plastic piece was found inside. Elution test was performed: bubbles generated were retained within the bubble trap and expelled through the purge port, with no plastic fragments detected. Based on investigation findings, the presence of any foreign object within the device was not confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.